Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the patient was prepped for surgery and was under anesthesia, and when the devices were placed in the patient, no energy was delivered as the generator was non-functional. Several other probes were attached to the generator, but the machine showed an error before heating was initiated. The procedure was cancelled due to the issue with the unit and was rescheduled. There was no patient injury.